Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during a cataract extraction with an intraocular lens (iol) implant procedure, the customer had found plastic pieces on the iol. The patient was not harmed. Additional information has been requested. There are 4 medical device reports. This report is associated with the first patient.